Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed testing and displayed a (discharge profle fault). The cause for the failure was isolated the pins being bent and the connector was lifted of inter-pca connector j1000. The root cause for the damaged connector could not be positiviely identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor failed incoming testing.